Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and without the device to analyze, a cause for the reported difficult or delayed activation (difficult to deploy the clip) could not be determined. The reported off-label use of the device was associated with the procedure being performed on the tricuspid valve (tv) to treat tricuspid regurgitation (tr). There is no indication of a product issue with respect to manufacture, design or labeling. H6: device code 1494 - patient selection (use in tricuspid valve)na.

Event description:
It was reported this was an off-label mitraclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 3-4 and a rotated heart. An xtw clip was inserted and placed on the tricuspid valve. However, during deployment, the clip did not detach from the clip delivery system (cds). Therefore, troubleshooting was performed; the gripper lines were accessed and able to be removed. The clip was then able to be deployed, reducing tr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure.